Event description:
One endeavor sprint rx drug eluting stent was implanted at the mid lad. Three months later, the patient experienced chest pain and was admitted to hospital and the following day had a pci procedure performed. One other brand stent was implanted at the mid lad and ballooning was carried out at the diagonal branch. The patient was taking aspirin and clopidogrel for four days prior to the procedure. Patient recovered with treatment. The investigator assessed that the event was not related to the study device. It is reported that the patient suffered an mi approximately 3 months post the index procedure. Clinical events committee adjudicated that it was consistent with an arc mi. The investigator assessed that the mi event was not related to the study device. It was reported that the patient expired approximately 21.5 months post index procedure. The cause of death was multifactorial and included respiratory failure and encephalopathy. It was indicated that the patient was suffering from an acute mi at this time. The investigator assessed that the patient's death was not related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, mi, tvr).